Manufacturer narrative:
Return of prod has been requested. Prod not provided by reporter, therefore unable to proceed with prod investigation at this time. Full eval will occur upon receipt of returned prod.

Manufacturer narrative:
02-jun-2015 product investigation results: reporter returned toothbrush head used with suspect product. Toothbrush head confirmed to be counterfeit.

Event description:
Brush has come loose while brushing [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came loose. No symptoms developed. 02-jun-2015 product investigation: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Event description:
Brush has come loose while brushing [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk came loose. No symptoms developed.